Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) saw a message on their remote monitoring system which could indicate an issue with their device. The patient was referred to their physician for follow up. No adverse patient effects were reported. The device remains in service.